Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited loss of capture. An x-ray was taken which revealed the lead had dislodged. A revision procedure was performed where the lead was successfully repositioned with good capture. No additional adverse patient effects were reported.